Manufacturer narrative:
Block d2b: the remaining pro code (product code) is fcg; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block e1: initial reporter facility name: (B)(6). Block g4: the remaining premarket/510(k) are k151895 and k163248; reported here as premarket/510(k) exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of punctured sheath.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the airway during an ultrasound bronchoscopy procedure on (B)(6) 2025. During the procedure, puncture needle could not cross the track of the sheath and came out from the side of the sheath. The procedure was completed using another expect pulmonary needle. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.